Event description:
It was reported that the patient experienced inappropriate shocks as a result of the right ventricular (rv) lead noise. The rv lead exhibited a possible fracture with high impedance, and acute rise in thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35, implantable pacing lead, (B)(6) 2004; 5076-52, implantable pacing lead, (B)(6) 2004. (B)(4).